Manufacturer narrative:
Device evaluated by manufacturer. The complaint device was received for product analysis. Visual inspection revealed that at 23,6cm and 68,5cm distal from the hub, the hypotube of the device was bent. The shaft is flattened from 21,1cm to 22,7cm, from 27cm to 28,5cm and from 38,2cm to 39,6cm including tip from collar. Also, during microscopic inspection there was a shaft kink to the device at 5,9cm from collar. It was noted a partial collar and shaft separation. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 27jan2025. It was reported that a concomitant device was unable to cross the guidezilla catheter. A 6f long guidezilla ii guide extension catheter and 2.50 x 32mm synergy xd were selected for use. During stent delivery, resistance was felt in the guidezilla, and when it was removed, the stent got lifted. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed a partial collar and shaft separation.